Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that a leakage underneath the hls set was noted during patient treatment. The exact position of the leakage could not be determined. The affected hls set was exchanged during patient treatment. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a leakage somewhere underneath the hls set was noted during patient treatment. The affected hls set was exchanged during patient treatment. No harm to any person has been reported. The affected hls set was investigated in the getinge laboratory on 2023-03-03. During the investigation, the exact leakage position at the luer lock connector on the venous side could be determined. The affected hls set was returned to the manufacturer with an external sampling line at the luer lock connector on the venous side. After removing the sampling line, a visual inspection was performed. A long crack at the luer lock connector of the hls module was visible which was leading to the reported leakage. The most probable root cause could be determined as installation of a sampling line which was not produced by getinge. The connected sampling line was to small for the luer lock connector which results in an increased pressure fit and subsequently to a stress crack. Based on the investigation results the reported failure "leakage" could be confirmed but was most probable not associated with or contributed by a product related malfunction. The most probable root cause could be determined as installation of an external sampling line, which resulted into a crack. The production records of the affected beq-015703112 #shls module advanced adult with lot#3000224700were reviewed on 2023-03-08 for the reported failure. According to the final test results, all hls module with lot#3000224700 passed the tests as per specifications. Production related influences are unlikely. The customer will be informed about the results by getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).